Event description:
It was reported that pump displayed malfunction alert 199, and caller was informed that this indicated pump malfunction with code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this issue, so technical support provided reset instructions, assisted with successful reset, confirmed that malfunction did not recur, advised that pump use could continue, and instructed customer to call back if malfunction alert appeared again.